Event description:
Pt underwent laparoscopic cholecystectomy. Cautery hook broke off end of instrument apparently during procedure. X-rays revealed hook in abdomen. Hook removed successfully in a separate procedure.